Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: unable to perform complaint lot history check due to an unknown lot number for needle clog. Investigation summary: customer returned (1) 8mm, 31g pen needle without the tear drop label, inner shield, and outer cover. Customer states that the needles are blocked. The returned pen needle was tested and was able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: needle blocked.